Event description:
Clinic notes dated (B)(6) 2012 reported that the patient has obstructive sleep apnea, and the relationship to vns therapy was not indicated. Attempts for additional information have been unsuccessful to date.